Event description:
It was reported that the customer identified that some units of the magic 3 hydrophilic intermittent catheter were unfit for use because the water sachet, which makes up the catheter and was an essential item for activating its hydrophilic cover, were dry, without water inside. As a result of this situation, the patient initially used potable water to carry out the activation, however, after contacting our local distributor, they were instructed not to change the use procedure and suspend the use of the batch that presented the defect.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect process parameters". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned .

Event description:
It was reported that the customer identified that some units of the magic 3 hydrophilic intermittent catheter were unfit for use because the water sachet, which makes up the catheter and was an essential item for activating its hydrophilic cover, were dry, without water inside. As a result of this situation, the patient initially used potable water to carry out the activation, however, after contacting our local distributor, they were instructed not to change the use procedure and suspend the use of the batch that presented the defect.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual inspection noted three (3) iscs in closed packaging with no nicks, burrs, bends, flash, bumps or sharps present. The water packet was leaking for the first isc. Therefore, the product does not meet specifications. Further testing required for the second and third isc. Dimensional evaluation noted the water from the water packet for the second and third isc was measured. Values are obtained for the water are listed below. Measured values were obtained and compared. Based on acceptable criteria outlined obtained values does not meet specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer identified that some units of the magic 3 hydrophilic intermittent catheter were unfit for use because the water sachet, which makes up the catheter and was an essential item for activating its hydrophilic cover, were dry, without water inside. As a result of this situation, the patient initially used potable water to carry out the activation, however, after contacting our local distributor, they were instructed not to change the use procedure and suspend the use of the batch that presented the defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.